Manufacturer narrative:
Product ID: 3778-75, serial# (B)(6), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final device analysis for extension (B)(4) revealed the proximal end of the connector was not completely seated in the ins connector port. (B)(4).

Event description:
The patient experienced discomfort at the pocket site for about 2 months. She had the ins moved from the left butt/flank to left abdominal area about a week ago. Since the revision surgery, she has experienced a loss of therapeutic effect and no stimulation sensation. There was tenderness and swelling at the abdominal pocket site today. Stimulation was fine before surgery and the ins was half full. She was usually at a1 voltage at 2v and a2 at 2.25v but she was not feeling stimulation up to 5v today. Some impedance measurements were greater than 4,000 ohms and some were in normal range. When taken at 1.5v with reference electrode of 0, 0-3 pair was 4,000+ ohms, 0-4 pair was 5,000+ohms, with 0-5 pair it was almost 6,000 ohms, 0-6 pair was 8,300 ohms and 0-7 pair was about 9,700 ohms. Group impedances were 763 and 913 ohms for her programs. With electrode 1 as the reference impedance values decreased a little bit. Other electrodes and turning stimulation on and off has been tried. She needed multiple electrodes for good coverage. She has been on a1) 0+1-2-3+ and a2) 0-2+4-5-7+. With 7 as reference. 0-7 pair was 9000 ohms, 1-7 is 8000ohms, 2-7= 6500 ohms. More normal range pairs were 6-7 (1,500 ohms), 7-5 (2,500ohms), 5-6 (1,200ohms), 0-1 (1,800ohms), 1-2 (1 ,300ohms), 1-3 (2,700ohms). The company representative was not aware of anything remarkable that occurred during surgery but was also not present for the surgery. There was only contact with the extension and ins when moving the pocket. Resetting the ins using a insr did not resolve lack of stimulation. The 8840 was tried and she still did not get stimulation at 5v+. It was later reported that the patient experienced less than 50% therapy relief at the lead location. Reprogramming and x-rays were performed. She underwent surgical intervention and the extension was found disconnected from the ins. They were reconnected and impedances were checked which were within range but then the extension slide out of the ins. The multi lead trialing cable (mltc) was connected which showed impedances in range but when tested she could not feel stimulation. Then the mltc was connected to the lead and she was able to feel stimulation. A new extension was implanted and she was able to feel stimulation. The product issue was resolved.

Event description:
Additional information received reported that the patient did not have concerns with the device or therapy after receiving assistance on (B)(6)-2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.